Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer disconnected at the luer lock. Tandem technical support educated the customer to not disconnect at the luer lock. The customer's blood glucose level was 500 mg/dl. An infusion set change was performed to address the issue.